Manufacturer narrative:
H3: the grey tracker, lot number: 180713, was returned to the manufacturer for analysis. The tracker had many nicks and scratches but no physical damage to affect function. The tracker receives known good instruments without issue. With markers attached and fully seated, the tracker displays good geometry and divot error readings with normal tracking and verification. H6: codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-may-20 (B)(4)(rep, hcp): medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that there was an alleged inaccuracy. They were placing a screw with the grey tracker and reported it was "off". They switched to another tracker and had no reported issues. Delay information was not provided. It was unknown if there was an impact to the patient. (B)(6) 2025. E1 (rep): additional information was received. It was reported that the issue occurred intra-operatively during a posterior cervical fusion procedure. There was about a 4 mm inaccuracy. (B)(6) 2025 e2 (rep): additional information was received. It was reported that this issue caused 10/15 minute surgical delay. There was no known impact to the patient. (B)(6) 2025. E3 (rep): additional information was received. It was reported that the inaccuracy was during the case in placing the t1 screw which was about 3/4mm off from the saved plan. After switching the tracker from the gray tracker it showed the screw in the saved plan. This was done twice to show the difference between the two trackers and the inaccuracy. It was requested that the tracker is removed from the hospital. (B)(6) 2025. E4 (rep): no new information (B)(6) 2025. E5 (rep): no new information. (B)(6) 2025. E6, e7 (rep): no new information. (B)(6) 2025. E8 (rep): no new information. (B)(6) 2025. E9 (rep): no new information.

Manufacturer narrative:
H3, h6: no product has been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that there was an alleged inaccuracy. They were placing a screw with the grey tracker and reported it was "off". They switched to another tracker and had no reported issues. Delay information was not provided. It was unknown if there was an impact to the patient. It was reported that the issue occurred intra-operatively during a posterior cervical fusion procedure. There was about a 4 mm inaccuracy. It was reported that this issue caused 10/15 minute surgical delay. There was no known impact to the patient.